Event description:
A site reported that a patient received laser hair removal treatment on the upper lip and sustained a burn on the treated area, which resulted in an ulceration on the treated area. The patient was reported to be taking photosensitive medications at the time of treatment. It was also reported that the patient is currently under the care of a dermatologist.

Manufacturer narrative:
The product service history was reviewed 07/30/2014 and it was noted that candela has not performed any service activity on this unit since september 2009. It was also noted that candela did not have any records on the site that had contacted candela about this adverse event. It is possible that the unit was purchased by the site through a third party. The treatment parameters reportedly used by the site were within the treatment parameters as recommended by candela's treatment guidelines. It is possible that the site is utilizing a third party service group to evaluate and service the device instead of candela. Therefore, candela is unable to confirm if the unit is operating within specification.